Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Defect in the plunger rod. The syringe would carry chemotherapy medication to a cancer patient, so the syringe had to be changed. Has there been any harm to patients/healthcare professionals? No. Are there any patients involved, please confirm? No. When did the incident occur, before, after or during the procedure? During. Was there a need for medical and/or surgical intervention due to the incidence (imaging tests, surgery, drug administration, etc.)? (Detail) no. Was there exposure of blood/chemotherapy to mucous membranes (eyes, nose and mouth) or skin? If yes, indicate whether the exposure was from the patient or the practitioner and what measures were taken. (Detail) no.

Manufacturer narrative:
(B)(4) follow up. It was reported there was a defect with the plunger rod. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe out of the packaging blister with the red tip cap that is not assembled to the syringe by the syringe manufacturer. The syringe plunger rod has two ribs damaged. No other defects or imperfections were observed. This defect could occur if there was a jam during the assembly process. A device history record review was completed for provided material number 309653, lot 3272904. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the assembly process was performed. The alignment of the rails and conveyors were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Defect in the plunger rod. The syringe would carry chemotherapy medication to a cancer patient, so the syringe had to be changed. Has there been any harm to patients/healthcare professionals? No. Are there any patients involved, please confirm? No. When did the incident occur, before, after or during the procedure? During was there a need for medical and/or surgical intervention due to the incidence (imaging tests, surgery, drug administration, etc.)? (Detail) no. Was there exposure of blood/chemotherapy to mucous membranes (eyes, nose and mouth) or skin? If yes, indicate whether the exposure was from the patient or the practitioner and what measures were taken. (Detail) no. Is sample available for collection? If yes, has it already been collected by pronamac provider? Please inform: name of sender. Collection address: package dimensions. Telephone number. Quantity. Is the sample contaminated? If yes, inform the substance.